Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 292 mg/dl. Reportedly, the customer believed the settings needed to be adjusted. The customer contacted a healthcare provider regarding the settings. The bg level was addressed with a bolus via the pump.